Event description:
The following has been reported: brock pump (B)(4) cassette load error despite multiple sets tried. Infusing? No patient harm? No preliminary evaluation of the logs showed the following: mechanical hardware failure (av spring cage) an active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the complaint has been confirmed for pinched wires of fva motor assembly caused cassette misloading error. Pump was put through final acceptance testing to try to replicate the misloading error and wasn't able to replicate. An internal investigation of parts was conducted and revealed the fva motor wire was laying within linkage arm and had gotten pinched. Due to opening and closing of handle the fva motor connector unseated. The combination of fva motor wire pinched and connector slightly unseated would cause intermitted readings of the fva motor and pins. Fva motor assembly will be replaced during repair.